Event description:
The user facility reported that they are not pre-cleaning their scopes before being processed in their reliance eps.

Manufacturer narrative:
Steris offered in-service training on the proper pre-cleaning procedures. The user facility accepted the offer. A recommendation has been made to the user facility to manually brush all endoscopes prior to processing; not only clips which are visibly soiled.

Event description:
No adverse affects have been reported.

Manufacturer narrative:
Steris offered in-service training on the importance of pre-cleaning instruments before processing and the proper use and operation of the reliance eps as documented in the operator manual. The reliance eps operator manual states, (pp. 4-3), "ensure all items have been manually cleaned, leak tested and prepared for immersion before placing them in the endoscope processing support." A recommendation has been made to the user facility to manually brush all endoscopic instruments prior to sterilization; not only clips which are visibly soiled. Investigation of this event is currently in process. A follow up report will be submitted when additional information becomes available.